Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A call representative answered the phone when the site called about an imaging system. It was reported that after the site rebooted both the image acquisition system (ias) and the mobile viewing station (mvs) and reseated the interconnect cable the communication was established. The system was then fully functional and was working as intended. No device was returned

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was not establishing communication with the mobile viewing station (mvs). The site rebooted both systems and reseated the interconnect cable and was able to establish communication. No patient was present at the time of the event.